Event description:
Event description guidant received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) pacing lead and implantable transvenous defibrillation lead, is is thought that the coronary sinus was perforated. The implant of this (0171) defibrillation lead was attempted, however, defibrillation was not successful at greater than 31j, using several configurations. Subsequently, another guidant (0175) defibrillation lead was successfully implanted.,